Manufacturer narrative:
(B)(4). The service engineer replaced the graphic user interface (gui) central processing unit (cpu). The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that during preventative maintenance the 980 ventilator went into system failure. There was no patient involvement at the time of the event.